Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2024. H6 component code: g07002 no device returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 photo analysis: an analysis of the product could not be performed since a physical sample was not received for evaluation. DHR reviewed and no issue found. The photo was reviewed, and cannot identify the complaint. The root cause of this complaint can¿t be determined. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.